Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k073231.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2011) - device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan to report the one touch ultralink meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2011 at 8:00 am, the patient obtained the blood glucose readings of 128 mg/dl and 68 mg/dl on the reported meter within 20 minutes of each other. At that time, the patient was experiencing the symptoms of sweating and lightheadedness. The patient administered self-treatment by consuming glucose tablets; she did not seek any medical attention. Troubleshooting revealed the patient's testing technique was correct and the test strips were within opened expiration dating. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms began prior to the meter issue and there was no delay in treatment. However, as the test results fell outside expected values for precision testing, this complaint is being reported.